Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to foreign substance on the flow manifold assembly. The flow manifold assembly will be replaced. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "compressor failure - 1001" and "self check failure - 1003" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.